Event description:
The customer reported that the insulin pump was delivering more insulin than it should. The customer stated the bolus wizard was not calculating properly. While reviewing the bolus wizard the customer stated that she will call back later. Attempted to contact the customer a couple of times to continue testing without results. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.